Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent cartridge alarms (alarm 19) occurred with multiple cartridge, during the load process. There was no adverse impact to the customer's blood glucose. The customer addressed the alarms by loading a different cartridge but ultimately reverted to manual injections for alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified due to a different issue that was identified.